Event description:
The customer sent a medwatch report that indicated "the pt was put to sleep under general anesthesia for emergency c-section for fetal distress; after surgery, the drape was pulled off and a cautery burn was noted on the upper left quadrant. While still under general anesthesia, the burned area was excised and sutured. The bovie was sent to biomed for testing; results back on 9/23/96; device heating o.k.